Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of purge pressure high was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included the removal of low purge pressure and the addition of high purge pressure/increase in pressure as clinical detail reflects purge flow decrease and purge flow, and purge pressure are inversely related. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. Correction. D1 brand name was corrected accordingly.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced low purge pressure. Tissue plasminogen activator was added to the purge. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d6b ( explant date )was updated based on additional information.